Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on with blood glucose of 300 mg/dl, current blood glucose was 291 mg/dl. The customer experienced symptoms such as not feeling well throught shift. Outcome of the hospitalization was given liquids and released from hospital. The customer was treated with insulin pens. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.